Manufacturer narrative:
The customer did not provide the patient's age, date of birth, sex, and weight.(B)(4): there is no indication that the access accutni+3 reagent was returned for evaluation. There is no evidence that the instrument had malfunctioned. Calibration data prior to and after sample testing shows recovery with acceptable rlu and % cv. Quality control was within range on the date of the initial result and on the date of the repeat results. System checks also passed for all measured parameters. In conclusion, the cause of the non-reproducible accutni+3 results cannot be determined with the information provided. (B)(4)

Event description:
The customer reported a non-reproducible total human chorionic gonadotropin total bhcg results for one patient on the laboratory's access 2 immunoassay system (serial number (B)(4)). The original result obtained on (B)(6), 2014 was 45.5 miu/ml. Upon repeat on (B)(6) 2014 as part of the customer's precision run protocol, the results obtained were significantly lower. Please see the attached patient results. The patient was reported to have received additional progesterone for two days as a result of this incident. Calibration data prior to and after sample testing shows recovery with acceptable relative light units (rlu) and % coefficient variation (cv). Quality control was within range on the date of the initial result and on the date of the repeat results. System checks also passed for all measured parameters. The customer indicated that no sample integrity issues were observed.

Manufacturer narrative:
There is no indication that the access total (B)(6) device was returned for evaluation. The cause of the non-reproducible total (B)(6) results cannot be determined with the information provided. (B)(4).

Manufacturer narrative:
Beckman coulter initiated a recall and informed access total bhcg (tbhcg) customers that non-reproducible, falsely elevated test results may occur when using the access tbhcg assay, and that the elevated results are often attributed to pre-analytical factors and are particularly noted at the low end of the analytical measuring range. Beckman coulter has redesigned the assay to make the access tbhcg assay more resilient to pre-analytical factors. The customer is aware of potential false positive results with the access total bhcg and is in the process of converting to the modified access tbhcg assay.